Event description:
It was reported that the patient's device was programmed off from (B)(6) 2013 due to an increase in seizures. Attempts to obtain additional relevant information have been unsuccessful to date. It is unknown whether the increase in seizures was an increase above the patient's pre-vns baseline frequency.